Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Review of the event history log of the pump found "service due" messages. Upon power up, pump was displaying "service due" alarm message. Internal real time clock date had reached the level at which clock service due is required, and this battery was replaced. The reported customer complaint has been confirmed.

Event description:
Information received smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 is alarming and does not stop, even after batteries were taken out. No patient involvement.